Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records revealed the quick coupling handle was manufactured by beere precision medical on supplier lot number 555057f05. This was received as synthes lot number 5034855 on po 553780, dated 6/27/05, for 50 parts was inspected to the synthes incoming final inspection sheet number 324if107 revision co on 6/30/05. The product conformed to all requirements. The certificate of compliance is dated 6/22/05. 50 parts were released to the warehouse on 7/13/05. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Event description:
During an anterior cervical discectomy and fusion (acdf) at level c5-c6 to treat the patients spondylolisthesis, the surgeon was using a quick coupling handle with swivel cap. As surgeon inserted a screw, he noticed that the swivel tip felt loose. The surgeon was able to tighten the screw completely, but then when he removed the driver out of the handle, the tip came off: the handle top is popping on and off. It can put it back on but with little force, but it continues to come detached. This did not break off into the surgical field. Surgeon selected another quick coupling handle, inserted the driver, and completed the surgery with no further problem. Patient status/outcome following the procedure was reportedly stable. This is 1 of 1 report for complaint (B)(4).